Manufacturer narrative:
Product has been received by zimmer biomet. Upon evaluation the complaint was confirmed as there one (1) debris particle was found inside of the inside of the poly bag. The amount of the debris within the packaging did not exceed three (3) pieces of any size so the product is deemed to be conforming when it left zimmer biomet control. The debris is most likely residual plastic left from manufacturing the juggerknot handle that was not removed prior to packaging in the poly bag. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported by zimmer biomet (B)(4) that during receiving inspection, it was noted that there was a foreign substance in the sterile packaging of the juggerknot.